Event description:
During an I&d procedure on the right thumb, the tip of the stainless steel straight surgical scissors broke off and fell into the surgical site. The surgeon reported no unusual stress on the scissors that would explain the breakage.